Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the sieve beds are saturated. Additional malfunction is the pilot valve is alarming.